Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Eval codes for rf controller returned for eval. The date of manufacture of the radio frequency controller is 10/2006. Device history record (DHR) and sterile lot record review could not be conducted for the disposable device as a lot and serial number were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
A pt had a novasure endometrial ablation on (B)(6) 2010. The post hysteroscopy was negative except "the upper endocervical canal was [found to be] inadvertently ablated". The next day, (B)(6) 2010, the pt had pain and fever of 101.5 degrees fahrenheit. On the second day she felt better, but she reported to the emergency room (ER) on (B)(6) 2010 with pain. Her pelvic exam and computed tomography (CT) scan were negative. She had no fever or elevated white blood cell (cbc) count. "She was discharged home [date unk] but was readmitted" on (B)(6) 2010 with fever and probable pneumonia. Her wbc count was 20,000 and blood cultures positive for group b streptococcus. She became "septic" and respiratory support was needed after she developed ards (adult respiratory distress syndrome). The physician reported on (B)(6) 2010, that this pt was discharged home on (B)(6) 2010. She reported the "most recent CT scan showed no evidence of gu [genitourinary] or gi [gastrointestinal] injury from novasure."